Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the a lesion in the left common iliac artery was treated with a visi pro device. Approximately 19 months later the patient experienced left leg pain and back pain. The patient was brought in for evaluation and underwent angioplasty of the left common iliac. The physician reports approx 70% in stent restenosis.